Event description:
It was reported by the customer that the device would power on and off by itself. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The main control keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the "on" switch was intermittent. The conductive coating was worn off the plastic bubble of the "on" switch.